Event description:
The customer reported that alarms will not sound as the speaker does not work. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.